Manufacturer narrative:
E1/(B)(6). (Documented here due to character limitation in respective field). The device evaluation found that due to a scratch on switch 2 water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of u/d knob was out of the standard value. The adhesive on the rubber had a crack. Switch box had a scratch. The distal end cover had a scratch. The suction cylinder cover unit had a scratch. The flexibility adjustment ring had a scratch. The forceps elevator lever had a scratch. The forceps elevator had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. The scope cover had discoloration. The scope cover had a scratch. The scope connector had a scratch. The grip has a scratch. Control unit had discoloration. Control unit had a scratch. The universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the elite colonovideoscope was out of focus. The device was returned for evaluation. During the device evaluation, a foreign object inside the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.